Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the past two months they had battery issues with the insulin pump. The customer stated that on (B)(6) 2017 they received a low battery and had changed the battery but the insulin pump just shut off. The customer stated they received two errors and the insulin pump kept shutting off. It was noted that the insulin pump shut off during the call. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump has blank display due to corroded battery tube and corroded battery cap contact. Unable to confirm the battery out limit, low battery alarm, weak battery alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.